Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right ventricular (rv) lead was noted with oversensing events due to lead noise. Programming changes were recommended. No patient symptoms were reported.

Event description:
Additional information received noted that the patient presented in clinic. The patient received programming changes. No patient symptoms were noted, and the physician will continue to monitor.